Event description:
During an orthopedic procedure in the operating room, the zimmer all in one micro 100 hand piece drill ruptured open while in use, slinging metal springs and a ball bearings went into the open incision. The ball bearing was retrieved. A post-operative x-ray was negative for any retained pieces.